Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Also implanted in the patient (pxc121000/lot#03804444, pxa230300/lot#040710507, pxl161407/lot#03727619, pxa161400/lot#041261105, pxa260300/lot#040720302, pxa260300/lot#,pxa260300/lot#,pxa260300/lot#, pxa260300/lot#05480333, pxa260300/lot#05238276,pxa260300/lot#04094235).

Event description:
As reported, in 2005, this patient was implanted with gore excluder aaa endoprostheses for an infrarenal abdominal aneurysm. In 2007, the patient reported to have aneurysm enlargement due to a proximal type iii endoleak. The type iii endoleak was attributed to an aortic extender component and trunk-ipsilateral leg component separating. Four days later, a reintervention occurred in which three aortic extender components were implanted to resolve endoleak. After implanting the three aortic extender components, the type iii endoleak persisted. The physician then implanted a palmaz stent to resolve the endoleak. After ballooning the palmaz stent, the balloon could not be withdrawn. The balloon appeared to still be attached to the stent. The balloon was eventually removed with force. The removal of the balloon caused the palmaz stent to migrate into the distal aorta. It was reported that the patient had severe proximal neck angulation and was not a suitable candidate for the gore excluder aaa endoprostheses. A proximal type iii endoleak persisted after the reintervention. The next day, the aneurysm ruptured and the patient expired.